Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation, however, the lens was returned and evaluated. There was evidence of a clear surgical residue, however, there was no visible damage noted to the lens.

Event description:
It was reported that the 20.5 diopter aq2003v three piece silicone lens was not implanted because of a defective cartridge. There was no patient contact.